Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of zelante dvt thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2017-00319. It was reported that an error message displayed during aspiration. Two angiojet® zelantedvt¿ were selected for a thrombectomy procedure in the right upper common iliac vein. Aspiration was initiated inside the body. However, after approximately 15-90 seconds, the bulb filled up with saline and an error message to check saline supply displayed. Aspiration stopped and they were unable to initiate the device after the initial run was stopped. Another zelante catheter was selected and the same issue occurred. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was stable.